Manufacturer narrative:
On 14-jan-2021 we discovered the gender of the patient involved in this case. During follow up prepration we noticed that the details of the second device involved were not reported, so they are detailed below: additional device involved. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1901462 batch review performed on 11-nov-2019: lot 1901462: 220 items manufactured and released on 25-apr-2019. Expiration date: 13/04/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Also, an error was noticed in section d2 , "common device name". It has been corrected reporting the actual common device name of the device.

Manufacturer narrative:
Batch review performed on 11-nov-2019: lot 1901507: 150 items manufactured and released on 02-jul-2019. Expiration date: 19/06/2024. No anomalies found related to the problem. To date, 83 items of the same lot have been already sold without any other similar reported event. Additional device involved. Batch review performed on 11-nov-2019: lot 1901462: 220 items manufactured and released on 25-apr-2019. Expiration date: 13/04/2024. No anomalies found related to the problem. To date, 136 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery and was implanted with all competitor items. The date of the primary hip surgery is unknown. Subsequently, the patient came in complaining of pain and the cause of the pain was unknown. The surgeon removed the competitor implants and implanted the patient with a medacta head, cup, and liner. The surgery was completed successfully. Presently, on (B)(6) 2019 (1 month after the first revision surgery), the patient came in complaining of pain caused by a dislocation of the head from the liner. The surgeon revised the cup, liner, and head and the surgery was completed successfully.